Manufacturer narrative:
Follow-up #1: date of submission 05/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/14/2014 with the following findings: the black box review showed unexplained power reset events on the date of event 04/07/2014. There was no damage found to the returned battery cap which was able to fully tighten to the pump. The pump was exercised for 24 hours using the returned battery cap and no power interruptions were duplicated. The returned battery cap height and width contact measurements were in specifications. The pump cover was removed and there was no evidence of internal moisture or damage to the power circuit found. The power complaint was verified in the history but could not be duplicated during the investigation. Unrelated to the initial complaint, the battery compartment was observed to be cracked near the case seal and the display screen was observed to have a pinkish contrast but was still legible.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump was rebooting indicating an intermittant power issue. Reportedly, there was no damage to the battery cap or battery compartment and no moisture or corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.